Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the plunger did not catch the lens, bypassed it and lens was unable to advance. It was stated that the procedure was completed using another lens. Additional information received and stated that no injury sustained during incident.